Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 45 stapler was analyzed and found to have a foreign object in the I-beam assembly. The object was removed and noted to be a small black piece of rubber. The instrument was placed on an in-house system and found to pass initialization on 3 of 3 attempts. The instrument was found to have a high drivetrain friction initialization failure and six initialization failures based on a review of logs. There was no visible damage to the instrument. Root cause is attributed to a lodged component in the I-beam assembly.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 45 stapler did not work when installed on the arm of the robot. The procedure was completed as planned with no reported injury using a backup instrument.